Event description:
Major pump unit(s) involved: device thrombosisadditional text: pump hemolysisspecific component(s) involved: pump drive unit malfunctionadditional text: decrease systolic flow, no diastolic flowother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : explanted hmiiimplant device type: both (in the same or visit)malfunction device type: lvad

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction